Manufacturer narrative:
Additional information was received that the patient will no longer undergo an explant procedure.

Event description:
A report was received that the patient was unable to charge their ipg. It was also noted that the patient had to charge their ipg every other day. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Correction to fu #2 in field. Should have been (B)(6) 2016. Field date of death: over the weekend of (B)(6) 2017. Additional suspect medical device components involved in the event: model: sc-3138-35 serial: (B)(4) description: scs phiii ext 35cm model: sc-8336-50 serial: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead additional information was received that the patient passed away. The cause of death is still unknown but physician does not believe that the patient's death is device related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge their ipg. It was also noted that the patient had to charge their ipg every other day. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge their ipg. It was also noted that the patient had to charge their ipg every other day. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s battery has been dead for months due to the patient lost the charger. It was noted that the physician suggested an ipg replacement or an explant procedure of the device.

Event description:
A report was received that the patient was unable to charge their ipg. It was also noted that the patient had to charge their ipg every other day. The patient will undergo an ipg explant procedure.